Manufacturer narrative:
An event regarding infection involving an trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot and sterile lot provided. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Revision of total hip due to infection.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 509-02-54e, tritanium revision acetabular, lot code: 701w8l. Cat. No.: 2080-0040, gap plate screws, lot code: al4akk. Cat. No.: 2080-0020, gap plate screws, lot code: 642wh6. Cat. No.: 2080-0020, gap plate screws, lot code: 877022. Cat. No.: 2080-0025, gap plate screws, lot code: rr47r0. Cat. No.: 2080-0030, gap plate screws, lot code: rx216k. Cat. No.: 2080-0030, gap plate screws, lot code: ay19tw. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Revision of total hip due to infection.